Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server patient information was not crossed over. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server patient information was not crossed over. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the multiple reports were received indicating that newly registered patients were not appearing on the server. A technical support specialist (tss) confirmed one of the patient examples provided had already been discharged, while the other had three active admitted visits. The visit receiving orders on the day was confirmed to be processing correctly at both the server and the associated stations. The customer verified that the issue was resolved and requested closure of the case. The system functioned as intended after the technical support specialist investigated the issue.